Event description:
Reporting status: malfunction. Reporting rationale. Dislodged stent has caused or contributed to pt injury previously. Device issue: dislodged stent. It was reported that the stent slipped off the balloon during preparation, and the dislodged stent was lost somewhere in the cath lab. Reportedly, the device was not used on the pt. No additional event or pt info is available.

Manufacturer narrative:
H6. Results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: qa analysis revealed that the catheter was returned without any blood visible. There was contrast visible in the inflation lumen. The stent was not returned. There were crimp marks on the balloon where the stent had been between the markers. The balloon was tightly folded. The protective sheath and stylet wire were returned. There were kinks in the proximal hypotube shaft, at the distal edge of the strain relief tubing, 30 cm and 69 cm distal to the strain relief tubing. No other damage was noted. Product performance engineering reviewed the incident info and analysis of the returned device. Qa analysis confirmed the stent dislodged, as the catheter was returned with no stent present. The only damage noted to the catheter was kinks in the proximal shaft. There was no mention of this damage in the incident, and it may have resulted from handling of the device during packaging for shipment back to abbott for evaluation. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The inner diameter of the protective sheath was measured and found to be within specification. The on-line release testing for this lot indicates that the crimped stent diameter was sell within mfg specification, and testing for stent placement and movement passed acceptance criteria. The presence of contrast in the inflation lumen confirms that the device had been prepared for use. It is possible that if inadvertent positive pressure was applied during prep, this could cause the balloon and stent to slightly expand, facilitating the dislodgement of the stent; however, in this case, a conclusive root cause cannot be determined for the stent dislodgement. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.